Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (displays error code when charging battery pack) was confirmed due to the inductor being damaged and knocked off the bedside board. The charger was unable to charge a battery pack. The root cause for the damaged inductor could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was displaying an error code when charging a battery pack.